Event description:
During a shoulder arthroscopy, the physician (B)(6) was reportedly utilizing an ambient super multivac 50 integrated finger switch wand. Intra-operative the physician noted that the metal electrode plate at the distal end of the wand had detached within the patient's body. The detached device fragment was reportedly flushed out through a process of irrigating the joint space. The procedure was ultimately completed with a competitors device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, age, weight and gender were not available.